Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events (bleeding, hypertension, renal dysfunction, and right heart failure) could not be conclusively established through this evaluation. It was reported that the patient¿s cause of death was determined to be complications of acute biventricular heart failure on (B)(6) 2021. No product was available for investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding, hypertension, renal dysfunction and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU, rev. C, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had very significant hypotension and vasoplegia overnight. The patient had right heart failure and was on multiple pressors. They received methylene blue, and many amps of bicarbonate were given. A lot of blood product and fluid were given overnight, which included 11 units red blood cells, 7 units fresh frozen plasma, 2 liters of lactated ringer's solution, and 2 liters of 5% albumin. The patient had ultra-filtration, inotroprs and inhaled nitric oxide. They also had renal dysfunction. The patient had oliguric acute kidney injury on chronic kidney disease. The patient was hyperkalemic and creatinine was increased from 1.19 to 2.13. Continuous renal replacement therapy (crrt) was initiated. The patient had an rvad implanted for their right heart failure. The patient passed away on (B)(6) 2021. Preliminary cause of death was determined to be complications of acute biventricular heart failure.